Event description:
Rn of home pt (hp) reports hp has been hospitalized from 11/17/99 until 11/21/99, due to excess air. Rn reports hp "may" be connecting herself to homechoice device before the pt line of the homechoice set is primed completely. Rn reports hp has had an x-ray confirming air on 11/19/99. Rn could not confirm any treatment hp received in hospital, and states the pain hp experienced from the excess air, "dissipated on its own." Both rn and hp report hp is doing well since her release from the hospital. Rn reports she has reviewed proper procedure with hp.